Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump squirted out insulin and alarmed during the prime. The customer did not recall the blood glucose reading but stated that it was high. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, cracked display window, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed idle current test, run current test, displacement test and rewind. We were unable to perform self-test, off no power test, error test, occlusion test, prime test and excessive no delivery test due to prime alarm.